Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker longevity decreased from 2.5 years to 1 year over a period of nine months. Data analysis confirmed that the power consumption has been steadily increasing. The increase in power was thought to be due to high rate atrial sensing and two device features that were programmed on. Technical services discussed turning off these features. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did meet longevity expectations. Device memory was reviewed, and no error codes were noted. It was also noted that the device sensed in the atrial chamber while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this pacemaker longevity decreased from 2.5 years to 1 year over a period of nine months. Data analysis confirmed that the power consumption has been steadily increasing. The increase in power was thought to be due to high-rate atrial sensing and two device features that were programmed on. Technical services discussed turning off these features. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker longevity decreased from 2.5 years to 1 year over a period of nine months. Data analysis confirmed that the power consumption has been steadily increasing. The increase in power was thought to be due to high rate atrial sensing and two device features that were programmed on. Technical services discussed turning off these features. This pacemaker remains in service. No adverse patient effects were reported.